Event description:
The customer used the suspect device to check their blood glucose and the results were in the 300's mg/dl all day. Customer had hypoglycemic symptoms and their family members took customer to the hospital. Their glucose was tested at 40 mg/dl. Customer was treated with an unknown IV. Level 1 and level 2 controls were out of range. The device was replaced and requested to be returned for evaluation.